Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, pain, and "mixed collection separating the pectoral muscle with the capsule" against a right side device. Patient was underage at time of implant surgery. Device has been explanted.